Event description:
It was reported that a patient had experianced an infection at the pod infusion site while wearing a pod. The patient was prescribed antibiotics to be taken for 2 weeks. No further information has been provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.